Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were voiding more than usual. They added that voiding during the night wasn't a problem for them prior to the procedure, but they got up four times from their sleep the night after the procedure. They also added that they were experiencing heartburn. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. Twelve days later, patient added they had a bladder infection and was not feeling well. As a result of the bladder infection and malaise, implant surgery has been pushed out. No device issue was reported and no further patient complications have been reported as a result of this event.